Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, "the device changes the infusion mix without been request." There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of inaccurate delivery was neither confirmed nor reproduced during product evaluation. The device operated within specification. A root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service (end of service). If additional relevant information is received a follow-up will be submitted.